Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error, keypad anomaly, prime anomaly and failed battery. The customer¿s blood glucose level was unknown. The customer reported that the screen had scratches, few chips in plastic, escape button hard to push, battery life diminished, had rejected brand new battery a couple of times, when priming had motor errors to restart priming process. The insulin pump will not be returned for analysis.